Event description:
I have been using the soclean CPAP sanitizer for a little over 7 months and have been getting headaches and sinus issues lately. I thought it was related to spring allergies but after researching it seems that the ozone remaining in the sanitizing unit could be the culprit. FDA safety report ID # (B)(4).